Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was not reported. His insulin pump was cracked and missing pieces at the top of the reservoir compartment. The insulin pump was also scratched. The customer had to push the buttons a couple of times before they responded. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Insulin pump passed displacement test and excessive no delivery test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. No unexpected no delivery alarms noted. The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The insulin pump was received with broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.